Manufacturer narrative:
The product has not been returned for investigation, including root cause analysis, to date. Customer was provided additional information on possible causes of thermal injuries.

Event description:
The facility reported the handpiece got too hot and burned the cornea. Additional information has been requested.